Event description:
It was reported in both the cardiac intensive care unit and medical and surgical/oncology unit that clinicians have experienced air in line alarms within 2-3 seconds of starting an infusion. This was a general comment, no dates of the events were provided, no specific devices were sequestered from these events, and no further information was given. This was reported to bd representatives during their site visit. There was patient involvement, but the outcome is unknown.

Manufacturer narrative:
Additional information: manufacturer narrative: investigation summary: the reported issue could not be confirmed or replicated due the suspect devices were not received for this investigation. No devices were returned for this investigation; therefore, no inspection could be performed. A log analysis was not able to be performed as there was no device or logs returned for investigation testing was not able to be performed as no devices were returned for investigation. The bd alaris user manual v12.3.1 with guardrails, troubleshooting and maintenance guide provides the following information: to ensure that the bd alaris¿ system remains in good operating condition, visually inspect the system before each use. Check all visible surfaces, moving parts on the devices, power cords, and tamper evident labels. If you observe damage of any kind to the device or tamper evident labels, or find the device does not function as expected, return it to biomedical engineering for repair. The devices were in use for treatment purposes as intended per 21 cfr 820.198(d)(2). Root cause: the probable cause of the air in line alarms were unable to be determined, no devices were returned for this investigation, and no additional event information was provided. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Manufacturer narrative:
The actual date of event is unknown. A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported in both the cardiac intensive care unit and medical and surgical/oncology unit that clinicians have experienced air in line alarms within 2-3 seconds of starting an infusion. This was a general comment, no dates of the events were provided, no specific devices were sequestered from these events, and no further information was given. This was reported to bd representatives during their site visit. There was patient involvement, but the outcome is unknown.